Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings could not be duplicated during testing. Ventec downloaded the device's troubleshooting logs for analysis where it was observed that the device had logged "system fault 13" and o2 concentration alarms. This is indicative of a potential device issue where the device may deliver more or less oxygen than set and thus confirmed the reported issue of lower than expected fio2 being delivered during the event. Ventec then replaced the metering valve, metering valve cable and control board to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation concluded that the reported issue may have been intermittent and that the metering valve, metering valve cable and control board were replaced to resolve the reported issue; however, further component level cause could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.